Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was returned following an attempted implant. The physician requested a device with an is-1 port rather than this lv-1 header style. Subsequently, this device was pulled from archive for further analysis testing. Initial laboratory testing identified current leakage in a capacitor that was beyond this component's design specification. Detailed analysis will be performed in order to determine the overall impact to this device's longevity.